Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat1462 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported the patient during a "control" was found with liquid near the PICC area. At this point they make a "control" and found a hole. They removed the device and found it with a hole.